Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082220912a. Product type: accessory. (B)(4).

Event description:
It was reported the "stimloc" device was damaged or broken when it was taken out of the packaging box. It was also reported it was cracked on the flat base and it was not implanted and never touched the patient. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).